Event description:
It was reported, the rigid video scope had abnormal color tone of endoscopic image (monochromatic green). There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was broken, the video connector cover was cracked, and the observation direction adjustment ring was stained. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the abnormal color tone of the endoscopic image was likely caused by a failure of the charged coupled device. The light guide bundle being broken was likely caused by a failure of the rigid tube. The cracked video connector was likely caused by a failure of the video connector. The stain on the adjustment ring was likely caused by a failure of the adjustment ring. Olympus will continue to monitor field performance for this device.

Event description:
The reported malfunction was found during preparation for a therapeutic procedure. The intended procedure was completed with a similar device with no reported procedural delay or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide an update to h7/h9.should additional relevant information become available; a supplemental report will be submitted.olympus will continue to monitor field performance for this device

Event description:
No additional information received from the customer.